Event description:
It was reported that the user experienced insulin leakage from the cartridge at the red stopper, with reports of filling the cartridge to approximately 160 units and sometimes past the end of the cartridge, and of transferring residual insulin from a used cartridge into a new cartridge. Symptoms included hyperglycemia with a reported maximum of 280 mg/dl lasting about 16 hours without ketone testing or medical intervention. Outcomes included no hospitalization, no medical assistance, and no alerts or alarms. Investigation included troubleshooting and user education. Investigation of this case revealed user handling issues consistent with overfilling and reusing insulin from prior cartridges, which are not per instructions and can lead to leakage. It was concluded that the device functioned as designed and that the event was attributable to user technique and handling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.